Manufacturer narrative:
(B)(4). Date of event: publication year of 2002. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: complications after stapled hemorrhoidectomy: can they be prevented? Author: b. Ravo ¿ a. Amato ¿ v. Bianco ¿ p. Boccasanta ¿ c. Bottini ¿ a. Carriero ¿ g. Milito ¿ g. Dodi ¿ d. Mascagni s. Orsini ¿ r. Pietroletti ¿ v. Ripetti ¿ g.b. Tagariello citation: tech coloproctol (2002); 6:83¿88. Stapled hemorrhoidectomy (sh), a new approach to the treatment of hemorrhoids, removes a circumferential strip of mucosa about four centimeters above the dentate line. The total number of patients operated with stapled hemorrhoidectomy in the 2-year period (2000¿2001) was 1107. The indication for the procedure was third-degree hemorrhoids for all patients with complications. Of the 1107 patients treated with sh from twelve italian coloproctological centers, 164 patients (100 male and 64 female; mean age: 51 years; age range: 28-92 years) had complications. The procedure of stapled hemorrhoidectomy was carried out as described by longo with endo-surgery pph 33 circular stapler (ethicon). Reported immediate (within 1 week) complications included severe pain (n-55) in which the patients had extra analgesics, bleeding (n-46) in which 11 patients treated surgically, 7 patients with foley catheter insertion, 1 patient by epinephrine infiltration and 3 patients needed transfusion, thrombosis (n-26) in which 6 patients had the thrombosed hemorrhoids excised, anastomotic dehiscence (n-5) resulting from malfunctioning stapler (n-2), incomplete stapling (n-2) and retropneumoperitoneum (n-1) in which the patient needed pelvic drainage and colostomy formation, fissure (n-2), perineal intramural hematoma/rectal hemorrhage (n-1) which resolved spontaneously, and submucosal abscess (n-1) which was drained. Reported late complications included recurrent hemorrhoids (n-25) in which 10 patients were treated by rubber band ligation and 8 patients by surgery (milligan- morgan), severe pain (n-19), stenosis (n-9) which were treated by dilatation in 5 patients and by anoplasty in 4 patients, fissure (n-7) in which 4 patients were treated with dilatation, bleeding (n-6), skin tag (n-6), thrombosis (n-5) which were excised, papillary hypertrophy (n-4), fecal urgency (n-3), staples problems (n-3) resulting to discomfort and pain (n-2) and injury during anal intercourse (n-1) in which the staples were removed, flatus incontinence (n-2), fecal incontinence (n-1), mucosal septum (n-1) which was divided surgically, partial dehiscence (n-1), intramural abscess (n-1) which was drained, and intussusception (n-1) in which the patient underwent rectopexy. In conclusion, near fatal complications should be further evidence that this new technique should be approached and evaluated with caution. The authors propose that a multicenter, prospective randomized trial between stapled hemorrhoidectomy and banding (with a long-term followup) be performed before such a procedure is recommended, even though some early reports are promising.